Manufacturer narrative:
Event site name: (B)(6). Event site address: (B)(6).

Event description:
It was reported during pre-use testing the cardiosave intra aortic balloon pump (iabp) pressure sensor connection cable had poor contact. When the cable head was bent appropriately, the pressure waveform was normal, indicating an internal fault in the pressure sensor cable. Shaking the pressure sensor cable occasionally caused the problem to resolve. On-site testing of the iabp host showed no faults. The fse replaced the pressure sensor cable (0012-00-1815) and tested the unit. The unit has passed all factory-specified performance and safety tests. The unit has been delivered to the customer and is ready for clinical use.